Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable causes include storage temperature and/or product failure. No batch/lot number has been provided, therefore a review of the device history has not been possible. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that a opsite flexifix gentle 5 cmx5 m dressing did not stick. It is unknown whether there is any patient involvement and the procedure that was being performed. No patient injury or other complications were reported.